Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that she was so confused she needed assistance to give some insulin. She states her blood glucose (bg) has been as high 300mg/dl and she is so confused needs assistance to do a bolus. Her current bg was 195mg/dl and she says she does not know what to do. Customer technical support (cts) instructed her to call her health care professional, to make sure she was safe, and then to troubleshoot why her bg is elevated. She reports using a 6mm inset in her leg , last changed 2 days ago. Cts instructed her could have a site issue and if it is the site will not do any good to give insulin if site is bad. She says again she just needs to give insulin. Cts instructed her that they cannot tell her how much to give, but could assist in giving a bolus if she know amount she wants to give under ez bg. She was instructed to the ez bg screen, then stated she is "all clear now and knows what to do." She then states she gave a bolus about 3.5 units - and says again her mind is clear and she is not alone and does not need any help. She then refuses to troubleshoot pump or site and refuses further assist as to why elevated. Instructed to call back if need further assist. She went from confused to clear in a matter of a few minutes and refusing help and says not alone, does not want to troubleshoot. Cts did hear a man's voice in background. The patient is currently wearing her pump. This issue is being reported as a patient on pump therapy experienced an episode of hyperglycemia with confusion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.